Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episodes were observed due to small bursts of oversensed myopotentials. Reprogramming was recommended.